Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ping meter read inaccurately high compared to another device. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that on (B)(6) 2013, at 3pm, while at a routine doctor's office visit, she tested with the subject meter and obtained a reading of "107 mg/dl." The patient reported that immediately afterwards, a blood sample was obtained from her arm and when the nurse came back into the room 15 minutes later, she was told her blood glucose registered "70 mg/dl" on their (doctor's office) meter. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of less than or equal to 30% and/or 30 mg/dl. The patient informed the cca that she is on insulin pump therapy and denied making any changes to her usual diabetes management regimen based on the reading of "107 mg/dl." At approximately the same time the nurse provided her the reading obtained on the other device; the patient claimed she developed a "fluttery feeling in her stomach." The patient informed the cca that the "fluttery feeling in her stomach" was an "early symptom' of a low blood glucose. The patient stated she immediately ate crackers given to her by the nurse and confirmed feeling better afterwards. At the time of the call, the cca noted that the patient did not have the subject meter or testing supplies available. Replacement products were sent to the patient. Based on the information provided, there is no indication that the subject meter caused and/or contributed to a serious injury. The patient's reported symptom and blood glucose result does not meet lifescan's criteria of a serious injury. However, this complaint is being reported as a malfunction because the subject meter did not meet lfs¿ accuracy criteria.